Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system did not initialized. Motion and generator readied. Communication between o-arm and mvs failed. System remained in stand alone mode.. The imaging system then passed the system checkout and was found to be fully functional. B01, c02, d02 applicable codes. Updated sn/lot # (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The system was serviced in the field and would remain in standalone mode after startup. Logs and the image acquisition station (ias) application indicated that the frame grabber was not active and numerous error messages were found. The cable was replaced and the failure was resolved. Concomitant medical products: other relevant device(s) are: product ID: b i71000734. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a spinal procedure. It was reported that the system was remaining in standalone mode. It was suspected that the umbilical cord was no longer functioning properly. There was no delay and no impact to the patient. It was reported that the standalone issue was not able to be resolved though work around methods or troubleshooting. It was unknown how the procedure was completed.